Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/29/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: on (B)(6) 2023, the patient underwent descemet's membrane repositioning (with unknown surgical side) due to cataract. The surgeon used w1770 for limbus sewing in the way of interrupted suturing during surgery. The intraoperative suturing was smooth. On (B)(6) the doctor found that the patient's incision dehisced, and the suture broke at the corneal limbus. The patient complained of incision pain, and other combined symptoms were unknown. The doctor immediately gave the patient a second surgery to remove the original suture and replace with a new suture (with specific product information unknown) for re-sewing. The intraoperative sewing was smooth, and then the patient's incision healing was improved. The wound healing condition of the patient was good currently. No subsequent adverse event report was received. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 type of investigation. Additional h6 investigation findings: c22 = photo analysis. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a suture segment in the corner of the eye. No conclusion or root cause could be determined. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unk. Date of index surgical procedure? 2023 (B)(6), and the suture breakage occurred on 2023 (B)(6) the diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? Limbus. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Interrupted. How was the suture originally tied (multiple knots, square knot, etc.)? Unk. What instruments were used in this procedure to handle the suture? Unk. Was there any precipitating stress factor for the suture breakage? Unk. What was the appearance of the suture during the re-operation? Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? Suture breakage, on 2023 (B)(6). Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? Stable.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/3/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one unopened sample that pertain to product code w1770. Visual inspection was performed on the returned sample, no defects were found on the package. The packet was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along of the strand and no issues related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a reduction of posterior elastic layer eye surgery on (B)(6) 2023 and suture was used to sew the corner of the eye. Post-op, on the 2nd day after the procedure, suture breakage occurred. The second surgery was performed to remove the broke suture and re-suture with a new suture device. The patient was stable and currently in the hospital for observation. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Was there any precipitating stress factor for the suture breakage? What was the appearance of the suture during the re-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.